Event description:
It was reported that the console made a popping sound, and the power output was reduced. The procedure was completed using another console. There were no patient complications reported.

Event description:
It was reported that the console made a popping sound, and the power output was reduced. The procedure was completed using another console. There were no patient complications reported.

Manufacturer narrative:
The console was field service at the user's facility. The console was troubleshot. It was found that the debris shield was no good, it had been replaced prior to field service, the console was used on cases without issues. Full operation of the console was verified, and error logs were checked for any other issues. However, it was unable to duplicate any errors under normal operation. Lastly, the console was checked for proper alignment and was returned to service. Therefore, the reported allegation of popping sound and reduced power output were not confirmed.